Event description:
A nurse called to report that the customer was admitted in the emergency room for high bgs. It was stated that the customer got an error alarm last night and the batteries were removed. Assisted the contact to clear the alarm after reinserting the batteries. The alarm history and bolus history were cleared because the batteries were removed for over eight hours. Troubleshooting was performed. The pump passed the functional testing.